Manufacturer narrative:
Other (required secondary intervention) - evaluation results and conclusion: anatomy inadequate for endovascular repair, recent mi. Death.

Event description:
A talent stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's anatomy was inadequate for endovascular repair. The iliac arteries were aneurysmal bilaterally. The aortic neck was very short and angulated. The patient has thoracic and abdominal aneurysms and had mi in the last 2 months which made her not a good candidate for open surgical repair. The physician wanted to attempt endovascular repair and started by performing a "chimney technique" where he went in bracially to place a stent in one of the renal arteries and extended it into the thoracic aorta. The talent abdominal was implanted over the chimney stent and covered the renal artery as planned; however, as the bifurcated stent graft ballooned it fell into the aneurysm sac. The bifurcated stent graft was built up to the aortic neck with an aortic cuff. Late in the night the next day, the patient had abdominal pain and the abdomen was found to have thrombosed due to emboli shooting down and occluded the ima. The patient was operated on and the colon was removed; however, the patient did not recover and expired the same day.